Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device displayed dashed lines and alarmed connect electrodes while monitoring the pt in paddles mode. The therapy cable and electrodes were removed and replaced with standard paddles. According to the reporter, when the device was charged to deliver a shock, the device would not transfer energy when the discharge buttons were pressed. The pt was transported to the hosp and outcome is unknown.